Event description:
The following device: 60" (152 cm) appx 0.80 ml, smallbore ext set w/remv microclave® clear, 0.2 micron filter, clamp, luer lock reportedly leaked at the filter location. The line was infusing rifampin. Leakage was noticed while flushing the line with normal saline. There was no report of any human harm.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The device history record could not be reviewed because the lot number is unknown.